Event description:
Report rec'd from health care provider of "rotor stall", documented with x-rays. Device was replaced. No further info on this device or pt is available.

Manufacturer narrative:
04/07/1998: h6-primary finding of devie analysis revealed device failure most likely attributable to a cracked pump tube.